Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "the juncture hub got split vertically during placement of the catheter, causing intravenous drip leak. Therefore, the catheter was removed. As the catheter had been placed for four days until that time. The user decided to stop the infusion for the time being and did not insert another catheter. No injury to the patient occurred." No medical intervention was required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one 3-lumen catheter for analysis. Signs of use in the form of biological material were observed on the catheter. Visual and microscopic examination revealed a cut on the catheter body near the juncture hub, within which a hole had formed, resulting in fluid leakage from this location. The hole is consistent with damage resulting from contact with a sharp instrument (e.g., needle bevel, scalpel, scissors , etc.). The holes in the catheter body measured between 0-5 mm from the juncture hub. The length of the catheter body measured 562 mm , equivalent to 22.126", which is within the specification limits of 21.921-22.171" per catheter product drawing. The outer diameter of the catheter body measured 0.080", which is within the specification limits of 0.077-0.084" per catheter extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each lumen. The proximal and medial lumens flushed as intended. Leaking was observed from the holes on the catheter body when the proximal extension line was flushed. A device history record review was performed, and there was one potential finding; however, it was dete rmined that the finding was not relevant to the reported event. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of a hole in the catheter body was confirmed through complaint investigation of the returned sample. Visual analysis revealed cut on the catheter body near the juncture hub, within which a hole had formed. The hole appears consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.). Despite the damage, the catheter met all relevant dimensional requirements. Based on the customer report that the damage was observed after 4 days of use and evaluation of the sample received, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the juncture hub got split vertically during placement of the catheter, causing intravenous drip leak. Therefore, the catheter was removed. As the catheter had been placed for four days until that time. The user decided to stop the infusion for the time being and did not insert another catheter. No injury to the patient occurred." No medical intervention was required. The patient's current condition is reported as "fine".